Manufacturer narrative:
(B)(4). The insulin pump was received with critical pump error due to moisture damage on the electronic assembly. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test or verify software error detected due to critical pump error (open book).

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump error alarm. The customer stated they were able to clear the alarm and were able to complete the rewind process. Customer performed self test and test passed. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.